Event description:
A patient was in the wheelchair with the seatbelt around waist. The patient fell asleep while sitting up and subsequently slid off from the wheelchair to the floor. The seatbelt pulled off from the holding rivet of the seat. The seatbelt did not hold the patient when starting to slide. The patient did not sustain any injury.